Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: concomitant device reported. Investigation summary: background: the drill ø 2.5 l110 / 85 2arist-cut has no edge, it was marked with red tape. This complaint involves one (1) device. Flow: damage. Visual: the drill bit ø2.5 l110/85 2flute f/qc(part:310.250 lot: 63p9486 ) was received at uscq. Upon visual inspection it was noticed that the tip of the flute was damaged with nicks and blunt edges. The damaged tip could have resulted the complaint condition. Some discoloration was observed due to possible wear and tear. No other defects were identified. Defect was identified. Document verification: se_056293 rev q (current) & rev p(manufactured). Dimensional analysis: no dimensional analysis was performed as complaint condition was confirmed with visual inspection and complaint relevant dimensions cannot be measured. Complaint was confirmed. Summary: the complaint condition is confirmed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the drill bit had no edge and was marked with red tape. There was no surgical delay and the procedure was completed successfully. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).